Manufacturer narrative:
Radiometer investigations suggest that the analyzer had excess graphics device interface objects in memory close to the limit, causing the application to be unresponsive. Hence the root cause is software error.

Event description:
According to the complaint, on (B)(6) 2025 the abl90 flex plus analyzer (serial number: (B)(6)) was in use. The screen froze when the inlet was closed after the sample measurement, then the user though the analyzer was unresponsive and hence restarted the analyzer by turning off and on using the switch on the back of the device. The data for the capillary sample was lost because of the restart.